Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0144 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the guidewire got stuck within the needle, so the clinician who was placing the line removed the wire and needle completely. The wire then frayed after it was removed from the needle outside of the patient."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0144 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the guidewire got stuck within the needle, so the clinician who was placing the line removed the wire and needle completely. The wire then frayed after it was removed from the needle outside of the patient."